Event description:
Boston scientific received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD) due to the battery status reaching end of life (eol). A latitude alert was also issued due to the device being in tachy mode other than monitor plus therapy. The device was replaced with another manufacturer's device. At the change out procedure the device was found to be in storage mode. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, this report will be updated.